Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the anesthesiologist complained the device lights while not in the patient, but does not light while in the patient. There was no report of patient harm. Patient condition reported as "good".

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. It was found that the device returned was not a truphatek product. No further action was taken.

Event description:
Customer complaint alleges the anesthesiologist complained the device lights while not in the patient, but does not light while in the patient. There was no report of patient harm. Patient condition reported as "good".